Event description:
Pt implanted with a tfn for a subtrochanteric fracture was returned to the operating room for removal of the broken nail with planned insertion of an angle blade plate. The surgeon aborted the procedure due to health issues and concern over blood loss. The only device removed was the distal locking screw.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.